Event description:
Emt's attached the device to a pt diagnosed in cardiac arrest using disposable defibrillation electrodes. The operator pressed the analyze button to switch from a display of lead ii, to display the paddles lead. The device allegedly displayed a connect cable alarm and the paddles lead ECG displayed only dashed lines. All connections were checked by the operator with no problems found. The operator cycled device power and the device allegedly continued to display a connect cable alarm and displayed only dashed lines. Paramedics subsequently arrived and took care of the pt. After working on the pt for approximately 30 minutes, the paramedics administered 2 shocks. The pt was not resuscitated. The rptr indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.